Event description:
It was reported that the lenke probe broke during a procedure. No additional information has been provided to date.

Manufacturer narrative:
H3 device evaluation - fracture occurred approximately 4mm distal to the 10mm mark on the probe. Review of device history records found six (6) pieces of this lot released for distribution on 4/6/2015 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. With distribution release dates roughly 9 years ago, it is determined that root cause associated with the failure of these probes is that they have exceeded their usable life span due to normal wear and tear. No corrective actions are recommended.

Manufacturer narrative:
B3 date of event - unknown. D4 lot number - unknown. H4 device manufacture date - unknown. H3 device evaluation - although initial information provided indicates that the product is available for evaluation, it has yet to be returned to the manufacturer. Product evaluation is not possible at this time. Review of device history records and lot specific complaint history was not possible without lot identification. No conclusions can be drawn at this time. Should the product be received, a follow-up medwatch report will be submitted upon completion of investigation.

Event description:
It was reported that the lenke probe broke during a procedure. No additional information has been provided to date.